Event description:
It was reported that some foreign matter adhered to the preloaded intraocular lens (iol) during the implantation. The matter was removed to the extent possible, but the reporting physician felt it had not been removed completely. He was concerned about this causing health damage in the future. There was no patient injury reported. No further details were provided.

Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint simplicity delivery system was evaluated under magnification and ophthalmic viscosurgical device (ovd) was identified inside the cartridge. The cartridge, lens module, and the product components were inspected, and no foreign matter was observed. A video provided by the customer was evaluated. The video received showed an eye being implanted with a lens claimed to be a tecnis monofocal optiblue intraocular lens (iol) preloaded in the simplicity delivery system model dcb00v. The images attached were video captures at different times. The images showed the presence of multiple small grayish/blackish dust like spots/particles located at the edge of the iol optical portion. A whitish/light particle can be visible after the lens unfolding and during irrigation aspiration. An obvious correlation with the delivery system/cartridge could not be observed in the video. The observed particles nature, the root cause and potential clinical impact could not be determined from a video assessment. The complaint issue of foreign material - loose was identified during the evaluation of the video; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.